Event description:
It was reported the patient was unable to adjust her stimulation. Her patient programmer displayed "call your doctor" icon which is a power on reset condition. Further information is being requested from the hcp.